Event description:
Customer reported having blood glucose of 495 mg/dl, treated with the insulin pump. Customer reported the insulin pump was also alarming sensor error. Troubleshooting for the sensor was done. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.